Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient self-treated with insulin, overdosed and was hospitalized for hypoglycemia. The patient had not lost consciousness, but it was reported he was almost in a coma. While in the hospital, it was determined the patient¿s cgm values were 100 points higher than his bg and he was self-treating based upon the higher value. Per the hospital staff, the patient¿s bg was 150 mg/dl but his cgm displayed 250 mg/dl. The patient¿s cgm/bg values at the time of the 'overdose' and details of his symptoms were not provided. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.